Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag(manufacturer). This report has been identified as b. Braun melsungen ag internal report (B)(4). The sample is checked by biomed engineer of the hospital using tester and indicate that machine is within specification. The history files revealed no under infusion. No follow-up report will be provided. - attachment: [(B)(4).pdf]

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(4)): under infusion. At about 12mn b braun pump alarm for completion, when staff nurse saw that there was still about 200ml in the bag, she then added limit of another 200ml. Two hours later it shows again completion but there's still another 100ml in the bag. After which staff nurse changed a unit of pump to continue the infusion. After the pump is changed, everything went by smoothly. According to bbm (B)(4) the sample was checked by biomed engineer of the hospital using tester and indicate that machine is within specification. There is no service report.